Manufacturer narrative:
Device evaluation: returned device was received for evaluation. During the evaluation of the device investigation could not verify the reported issue. The customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that while in use a smiths medical cadd-ms 3 ambulatory infusion pump lost programming. Per reporter, the patient stated that they change the batteries with each cartridge change. It was reported that the patient was able to switch to a backup pump to receive remaining infusion. It was reported that the medication was administered continuously via a subcutaneous route. No adverse patient effects were reported.